Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. Labelling review. Additional information received stated that one month after the procedure, the rv function was still mildly reduced. According to the physician, the root cause may be the low placement of the evoque valve, which restricts normal rv wall motion. Based on the complaint investigation, the complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence. Device history record review was completed and no non-conformances related to the event were identified. Review of the procedural imaging suggests the root cause of valve embolizing into ventricle is procedure related due to overall incorrect depth, but a potential contributing factor is patient related- prior intact teer. The teer in the as commissure could have been in contact with the evoque and affected its movement/positioning at some point. Other procedural or anatomical factors could have contributed to the embolization such as rv volume, imaging/leaflet capture, and use. The valve embolization likely contributed to the paravalvular leak. The evoque IFU contains warnings for potential adverse events related to migration/embolization and pvl, as well as valve and delivery system maneuvering/positioning during insertion, release, and removal. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra or CAPA was required.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. During last step of atrial release, valve was pushed downwards into the ventricle. Post-deployment, all anchors were simultaneously much lower than desired, more 10 mm away from the annulus. This was detected before retraction of the delivery system. Valve was stable without rocking motion but too deep in all aspects. There was moderate (2) pvl (para-valvular leak) in posterior-lateral location. The patient was in stable condition post-procedure and no further actions were taken. Following an internal imaging review, shows evidence that the 48 mm evoque valve shifts ventricular during release. The evoque valve appears positioned low in all aspects, visually > 10 mm, consistent with valve embolization. There is evidence of mild valve instability. There is evidence of qualitatively moderate pvl & mild to moderate transvalvular tr. The patient had 1 teer device (pascal ace) in the as commissure, that impacted the sealing. Leaflet captured was confirmed on each anchor during the anchor spin. No leaflet pinning was observed at any point in the procedure. The anchors were at the hinge point of the annulus prior to final valve release. The valve expanded evenly and as expected during the ventricular and atrial expansion stages.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.